Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. It was noted that the left ventricular (lv) lead was programmed with high chronic threshold due to patient anatomy and was functioning normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.